Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensing. The vector was reprogrammed with appropriate sensing noted during testing. The patient was seen approximately a week later and no further episodes were observed. Aggressive testing was performed and oversensing was unable to be recreated. The system was left programmed to the primary vector. No adverse patient effects were reported.